Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hypoglycemia on (B)(6) 2026. The patient¿s blood glucose level declined to 40 mg/dl while wearing the pod for an unknown duration. The patient consumed chocolate milk, chocolate bars, and sprite to raise glucose levels but ultimately sought medical attention. Symptoms reported include headache. No treatment details were provided; however, the medical professional instructed the patient to remove the pod and adjust all medications. It was stated that the medical professional attributed the event to the pod algorithm not delivering the correct insulin dose. Troubleshooting with a diabetic educator was successful, and the patient¿s blood glucose levels have remained stable. The patient was discharged the same day.